Event description:
It was reported that the right ventricular (rv) lead threshold had increased from 1 volt at 0.4 millisecond to greater than 3 volts at 1 millisecond. It was noted that impedance was stable. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4), implantable pulse generator, (B)(6) 2006; 4592, implantable pacing lead, (B)(6) 2013. (B)(4).